Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown. The pt's left common femoral artery was reported to be very tight. It was reported that removing a 22f cook sheath dissected the pt's left common femoral artery. The left common femoral artery was ligated and a left to right femoral to femoral bypass was performed. No additional sequelae were reported and the pt is reported to be fine.